Event description:
Spontaneous communication from patient who reported pump malfunction. Per patient, there were error codes that came up during her infusion but she does not remember what they were. She said she was able to clear them and finished her infusion but was concerned she would have issue with her next infusion. Unknown serial number as not provided. Patient did not miss dose. Unknown if patient experienced an adverse event as not reported. Pharmacy will be replacing pump; return box send for pump. Reported to (B)(6) by: patient/caregiver.